Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that reprocessing steps were implemented in line with the instructions for use (IFU). It was also confirmed that the foreign material residue point was not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction does not meet the standard value and the play of upward/downward angulation control knob is out of the standard value; bending section cover, adhesive on bending section cover, distal end, scope connector cover unit, suction connector, protector of universal cord on suction connector side, universal cord, grip, scope cover, switch box, forceps elevator knob, upward/downward angulation control knob, control unit, right/left knob, and forceps elevator lever all had a scratch; adhesive on bending section cover had a chip; suction cylinder was shaved; connecting tube had a dent; and control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was a delay in the start of precleaning. They did flush the air/water nozzle with water and air. There was not any abnormalities in the accessories used for reprocessing. They immersed the endoscope in detergent solution and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, and sponges. They flushed the air/water nozzle with detergent solution. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. E1/establishment name: medical corporation ichishukai nerima station endoscopy/breast clinic (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor water supply. The issue was found during preparation for use of an diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. The procedure was completed using the same device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.